Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection verified the ruptured bladder. The bladder was microscopically inspected and noted a marking located on the interior surface of the bladder near the rupture line. The cause of the ruptured bladder was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.